Manufacturer narrative:
(B)(4). A trabecular metal modular mis sizing plate handle ii was returned for review. Visual exam revealed the internal mechanism that mates with the sizing tibial plate has fractured at the lever tab. Dimensions measured found handle to be conforming to print specifications. A hardness test was performed and product met criteria. Device history records review found confirmed. The device is used for treatment. Based on the investigation, this occurrence has been previously documented, and corrective actions include a redesign of the product. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, that the handle mechanism was locked and when trying to remove it from tibial provisional, the handle broke. The broken piece was retrieved without issue.